Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap was identified. Should relevant additional information become available, a supplemental report will be submitted

Event description:
This is a report of inadequate iodine in a minicap that occurred before use by a patient. The customer reported that the iodine sponge was dry. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.